Event description:
It was reported that there was a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient. As the physician was positioning a pigtail catheter in the laa, it was discovered that there was a perforation that resulted in a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis to treat the patient. All devices were removed from the patient. The patient was then transported to another facility where they underwent surgery to repair the perforation that had occurred. A non-boston scientific laa exclusion system was placed. The patient was extubated and transferred back the following day and discharged.